Event description:
The patient reported elevated blood glucose readings of over 300 mg/dl. The patient said, his symptoms are dry mouth and sweating and he corrects his blood glucose levels by giving himself insulin injections. Troubleshooting did not find any issues with the product. The patient stated, he has some increased stress. He said dawn phenomenon is a possible cause as the elevated readings only occur in the morning. The patient was advised to contact his healthcare professional and to switch to his backup infusion device. On follow, the patient stated he switched to his backup device and everything is working fine. On further follow up, the patient stated he switched back to his primary infusion device and he again experienced high blood glucose readings of 260 mg/dl to "hi" on his blood glucose meter. He stated he switched to his backup device, gave himself an insulin injection and bolused through the device to correct his blood glucose levels. A replacement device was sent. On follow up, the patient stated everything is working properly with his new infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.